Event description:
The customer reported low wbc (x 10^3 cells/ul) results on four patients were generated on their coulter - coulter lh 500 hematology analyzer, without instrument generated flags when compared to the same samples run on their lh 750 instrument, which the customer considered to be correct and reported. The erroneous low results were reported out of the laboratory; however, patient treatment was not impacted by this event. The customer provided printouts for the 4 different patients, which showed the following: patient 1: ((B)(6), male) had clinically insignificant lower wbc result on lh500 (7.5) compared to lh750 (7.9), all other parameters correlated. Patient 2: ((B)(6), female) had low wbc result on lh500 (14.4) without instrument generated wbc flags compared to lh750 (16.5), all other parameters correlated. Patient 3: ((B)(6), male), all results correlated between both instruments. The wbc result on lh500 (7.3) and lh750 (7.4) patient 4: ((B)(6), male) had low wbc result on lh500 (16.1) without instrument generated wbc flags compared to lh750 (17.3), all other parameters correlated. As stated above, the customer considered in all cases the results generated on the lh750 to be correct and were corrected reports were issued. Retested patients sample on lh750 that required corrected reports.

Manufacturer narrative:
The samples were collected in a 3 ml vacutainer hemogaurd edta. The sample was stored in room temperature for < 4 hours before it was run. Controls were run before and after the incident and reportedly the wbc results were 1.0 below the expected range. Details of the results were not provided for this investigation. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The customer noticed a sudden drop in wbc results (1.0 below the expected range) prior to calibration and an applications representative was on hand to assist the customer with calibration. Control and calibration details were not provided. On (B)(4) 2012, the field service engineer (fse) was dispatched to investigate the event. The fse removed and cleaned the bsv (blood sampling valve) assembly, bleached wbc aperture and performed mode to mode to resolve the wbc recovery issue. The root cause of the event is unknown; however, the resolution to this issue can be attributed to the bsv cleaning and wbc aperture bleaching performed by the fse and the lh500 calibration performed by the customer.